Event description:
While acquiring pre-exercise images, the ultrasound machine froze up. This machine was then taken out of service and another machine used to complete the test.====================== manufacturer response for ultrasound machine, biomed ultrasound - echo machine======================siemens engineer was called in to check ultrasound unit. Completed level one and level two disgnostics. System passed. According to siemens, unit was operating properly. No solid explanation was given for freezing up.